Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture and impedance issue. The rv lead will be explanted and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).